Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx, a standby unit located in the sites standby closet, had a red x and beeping with a runt time main software message. Upon noting the error message, the customer was unable to turn the unit on. There was no pt involvement.